Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly shutdown and would not reboot. A field service engineer (fse) replaced faulty control board drawer 6-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had system unexpected power down and unable to reboot. Power cable from apc battery and wall outlet checked but unit does not attempt to enter power up mode. There were no adverse events or injuries reported based on this event.